Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the device detached. The 50% stenosis target lesion was located in the significantly calcified and non tortuous left proximal superficial femoral artery. A 4.0mm x 40mm x 80cm (4f) sterling¿ balloon catheter was used to dilate the lesion. There was no difficulty in removing the device, and when it was out of the patient, it was noticed that the tip was missing and was still in the sheath. The separated fragment was trapped and completely removed using a sling catheter. After that the entire procedure was performed in the intended manner. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation lumen. The balloon and shaft were examined. Inspection revealed the balloon material was scratched with a complete circumferential tear and the inner shaft was separated at the tack weld. There were no irregularities in the balloon material that could have contributed to the tear. The inner shaft separation was jagged which indicates the separation was due to tensile overload. The tip, markerbands, and a portion of the inner shaft were not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the device detached. The 50% stenosis target lesion was located in the significantly calcified and non tortuous left proximal superficial femoral artery. A 4.0mm x 40mm x 80cm (4f) sterling balloon catheter was used to dilate the lesion. There was no difficulty in removing the device, and when it was out of the patient, it was noticed that the tip was missing and was still in the sheath. The separated fragment was trapped and completely removed using a sling catheter. After that the entire procedure was performed in the intended manner. The patient status was good.